Event description:
Catheter was inserted on (B)(6) 2021. On (B)(6) 2021 a leak in the extension tubing was noted during the rinsing of the catheter. Catheter was removed and replaced. Patient recovered with no adverse clinical consequences.

Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 13.5f hemo-cath was returned for evaluation visual inspection confirms the complaint as when the arterial extension was flushed leaking was noted. Under magnification it was noted that there are two very small pin holes in the extension tubing. These holes are directly across from each other. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The process includes a 100% leak test performed as a last step in the manufacture process. This test would have detected any leaks, holes, or weak spots if they had existed at the time of manufacture. The device was implanted for 1 month prior to the incident. A definitive root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following precautions: do not use sharp instruments near the extension lines or tubing. Do not use scissors to remove dressing. Clamping the catheter repeatedly in the same location will weaken tubing. Avoid clamping near the luers and hub of the catheter. *do not clamp over guidewire or stylet - tubing may become damaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.